Manufacturer narrative:
The endowrist vessel sealer instrument was returned to isi for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. There was no physical damage to the instrument¿s grip assembly observed. The instrument¿s cable was connected to the generator without excessive force. The instrument was installed on an in-house da vinci surgical system. During energy activation testing there were no error messages generated and smoke was observed coming from the instrument¿s grips while clamped on a wet paper towel and the seal pedal was pressed. In addition, steam was generated, indicating active power and that the instrument¿s circuit was complete. Investigations found that the instrument was ready for use and there was no loss of power or intermittent energy. The instrument also passed grip force testing in all wrist orientations. Isi reviewed the site¿s system logs for the reported procedure date found no energy activation related errors associated with the returned instrument. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. While the reported sealing issue was not confirmed and there was no report of any patient harm as a result of the sealing issue, recurrence of the reported failure mode could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci assisted low anterior resection (lar) procedure, during use of the endowrist vessel sealer instrument there was a sealing issue. Intuitive surgical, inc. (Isi) received additional information from the site¿s robotics coordinator who initially reported this complaint. According to the robotics coordinator, the surgeon was using the endowrist vessel sealer instrument to seal rectum tissue. During the instrument¿s sealing cycle, an audible tone was heard; however, the surgeon did not observe that the patient¿s tissue was sealed. The robotics coordinator indicated that it is unknown if the tissue purchase was too large or the characteristics of the affected tissue. According to the robotics coordinator, there was no injury or harm to the patient due to the sealing issue. The planned surgical procedure was completed with an instrument of the same type.